Event description:
This report is being filed after subsequent review of the following journal article, souer, j.s. Et al. (2011). Comparison of intra-articular simple compression and extra-articular distal radial fractures. The journal of bone and joint surgery, 93, 2093-2099. The authors tested the hypothesis that wrist motion and function scores would not differ between patients with an extra-articular fracture and those with a single sagittal intra-articular fracture following open fracture reduction and internal fixation with the use of a volar locking plate. Open reduction internal fixation was performed in 37 patients with a single intra-articular fracture, 31 women and six men, with average age of 56 years (range, 21-79 years). There were three groups of treated patients: 12 with synthes 2.4 millimeter volar locking plate, and 12 and four with plates of two other manufacturers. The authors reported: irritation of the volar plate requiring removal (two); ulnar nerve irritation (one); tendon adhesion treated with tenolysis and carpal tunnel release (one); disproportionate pain and disability (two), one of whom experienced loss of reduction of the volar lunate facet treated with a second surgical procedure that was not successful in maintaining realignment of the lunate facet. Articular step-off was reported in four patients at the time of final follow-up; 14 had signs of radiocarpal arthrosis. There were 74 patients (62 women and 12 men) with an extra-articular fracture. Average age was 56 years (range, 21-79 years). Open reduction internal fixation was performed in three groups: 30 with synthes plate, and 37 and 7 with plates of two other manufacturers. The authors reported: extension deficit (one); extensor pollicis longus tendon rupture (one); numbness at the base of the thumb (one); superficial infection treated with operative debridement (one); plate irritation (four) two of whom underwent implant removal; carpal tunnel syndrome release (three); regional pain syndrome (two); and excision of a ganglion of the extensor pollicus longus (one). Radiocarpal arthrosis was reported in six. The authors did not specify which event was associated with a specific device. This report is for an unknown 2.4 millimeter volar locking plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown 2.4 millimeter volar locking plate. (B)(4), is for carpal tunnel release, excision of a ganglion of the extensor pollicus longus and radiocarpal arthrosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).